Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported the device has fluid inside showing overheated components on the mainboard, establishing a relationship between the device and the reported event. The functional evaluation reported the device is contaminated. The root cause was identified as fluid ingress which overheated the mainboard. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that a renasys touch device doesn't turn on, and during service evaluation was confirmed that the device has fluid inside, which originated overheated components on the mainboard. As this was noticed upon service and repair activities, there was no patient involvement.